Event description:
The fe reported that a cine disc not available. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk and the cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.